Event description:
Report received of a leak of IV fluid and blood at the connection of the extension set to the IV access catheter. A patient was receiving unspecified hydration solution, tpn, or a heparin drip through a primary IV administration set connected to an extension set. The male adapter of the extension set loosened after being inserted into a unspecified IV access catheter. This resulted in an unspecified amount of IV fluid leakage and blood loss "of a few drops." The problem was resolved by replacing the extension set. There were no reported adverse patient effects or delays in critical therapy, ano no medical interventions were required. Additionally, there were approx four other undocumented incidents where a small amount of leakage of IV fluid occurred when the extension sets loosened from the IV access catheters. No blood loss, adverse patient effects, or delay of critical therapy was reported in these incidents. Though requested, no additional info was provided.